Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2013; during the same surgery, the patient was reimplanted with a new device. This report is filed on 25 apr 2014.

Event description:
Per the clinic, the patient experienced intermittencies with device use and the issue could not be resolved. The implanted device remains.